Event description:
It was reported that during a procure visit it was noticed that a broken bit may be lodged inside of the attachment. There was no associated procedure, surgical delay or adverse consequences reported as a result of this event.

Event description:
It was reported that during a procure visit it was noticed that a broken bit may be lodged inside of the attachment. There was no associated procedure, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
During the evaluation of the originally listed concomitant device (5100-015-270, lot 08350 - micro drill long straight attachment), it was noted that the components in the device were affected by widespread debris. It is possible that this condition may have caused or contributed to the reported event, as the debris potentially prevented a bur from loading properly and giving the user the impression that a bur was broken off in the device. The associated cutting accessory (unknown ins bur, unknown lot #) is now listed as the concomitant device.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.